Event description:
Baxter's customer service specialist received notification for a mini cap extended life pd transfer set, in which 'the product has heat seals that were compromised and the customer does not feel comfortable using the product.' No patient involvement, injury or adverse event is reported. Business manager contacted product surveillance to report that the sample was available for evaluation. The bm said that it appeared that the bag was crimped a little when it was heat sealed. No additional information available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The lot number was provided; therefore a batch review will be conducted.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. The sample was evaluated. Visual inspection on pouch seals performed with no issues noted. Leak testing performed on pouch with no issues noted. No issues were found during the batch review.